Manufacturer narrative:
Event description: it was reported that the device has a malfunction "pressure error and motors noises too loud". The reported event was confirmed. The service evaluation revealed a worn motor leading to the reported event.

Event description:
It was reported that the device has a malfunction "pressure error and motors noises too loud". There was no harm for patient, operator or third-party reported. No further information received. Update swit (B)(6) 2021: the pressure was too low. The problem occurred during surgery. No harm for patient, operator or third party was reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.